Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient had a very difficult time since the evaluation. The patient was unable to sleep at all the night before and was in severe pain due to stimulation. The patient was at 0.7 and decreased to 0.0 but still felt the pain. It wasn¿t until the patient turned stimulation completely off that they felt better. The patient stated they were unable to void while stimulation was turned on, and was only able to void a very small amount only one time. It was reported that this occurred while the patient was on the left side. The patient asked if they could try the right side, and turned it to the right side. The patient could feel stimulation at 0.1 and it was stated to be comfortable. The patient was advised to turn it off again if it became painful or uncomfortable. The patient was redirected to their healthcare provider. On (B)(6) 2017 the patient reported they had to turn off stimulation again because it was painful. The patient stated they had a bad night and was unable to provide the amount of times they voided overnight. On (B)(6) 2017 the patient reported they had to turn the device off again due to shockwaves being sent through their body that were extremely painful, and described it like a laser. The patient stated during the day it didn¿t bother them but when they laid down it did, even at 0.1, and they had to turn it off. On (B)(6) 2017 the patient reported stimulation was off due to extreme discomfort. The patient stated they got very little sleep due to it and having to get up overnight so much. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was removed and discarded. The patient was voiding well.